Event description:
It was reported that the client was using the toilet chair when without warning he lunged to the side, breaking the arm rest and tipping the toilet chair over. He hit his head on the floor but was uninjured.